Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk, crt-d, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. Fluoroscopy indicated that the lead had dislodged and pulled back into the atrium. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.